Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was filled with air bubbles. The customer reported that there was a greater than normal amount of resistance when filling the reservoir. The customer stated that when he flipped the transfer guard upright, the reservoir filled with bubbles. Blood glucose level at the time of the incident was not provided. The reservoir was not replaced or returned for analysis.